Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that stated that pt presented to the clinic about a week ago with low pi, and the echo showed low volume. The pt's ldhs at baseline were 200-300 but were elevated to 600. The pt was instructed to drink water. The pt's speed was set at 9000 rpm, hemoglobin was stable. The pt returned to the clinic a week later with ldhs at 1350, hemoglobin stable and inr was 3.0. The pump parameters were: flows +++, pi was 3.8-4.0 and the pump power was as high as 9.6 watts and baseline was 7-8 watts. The pt's urine was amber colored. The echo showed cannula placement was perfect. The pt was examined the next day his ldhs were trending down to 940. It was reported that the pt's ldhs will be monitored and if they are over 1000 again they will start IV heparin and admit the pt.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported hemolysis and suspected thrombus could not be conclusively determined as the device remained in use; however, the heartmate ii instructions for use list hemolysis and thrombus as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. This complaint has been closed. According to our records, the product was not returned to thoratec for evaluation.

Event description:
Additional information provided on august 1, 2014 indicated that the patient's lactate dehydrogenase levels progressively decreased to a discharge level of 580 u/l. No new problems were identified. The patient was discharged on (B)(6) 2014 and continued to be monitored as an outpatient. Further additional information provided on august 12, 2014 indicated that during the patient's follow-up appointment he denied any chest pain, shortness of breath, headache, epistaxis, or dizziness. The patient denied any vad alarms or malfunctions. The vad was interrogated, and there were no increases in pump power, decreases in pump flow, and several pi events that were not associated with power over 10 watts. Additional information indicated that as of (B)(6) 2015, the patient is ongoing and doing well.